Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to update the product associated with this report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-06859 and 1825034-2015-00835).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation and the poly liner was removed and replaced. The patient was revised again on (B)(6) 2014 due to dislocation and both the liner and modular head were removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay correct initial procedure date.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. It was further reported that patient was revised again on an unknown date and the acetabular liner and modular head were replaced with a constrained system.